Event description:
It was reported that the pt had high impedance on diagnostics. The pt stated that he could always tell the device was working because he could feel stimulation and had voice alteration with stimulation. One week before high impedance was found, the pt stated that it felt "odd" and he could not feel stimulation anymore. The pt has been sent for an x-rays of the device, but this has not been performed yet. Attempts for further info have been unsuccessful to date.